Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown liner, unknown cup, unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019-04271.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.